Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. The patient reported that their controller started changing their stimulation settings. The patient stated that they had the stimulation set at 3.5 the night prior to the report, and the next morning they noticed something wasn¿t right, and saw that stimulation was at 1.7. They mentioned that the settings are not staying where they set them. The patient added that it is almost like the unit will shut itself down because they will feel a change in impulse, and then suddenly, the stimulation will come back either weak or strong. They confirmed that they utilize adaptive stimulation, and that they have been staying in position for over a minute when making setting changes. The patient added that they will get into a position and stay in that position, and once they find a position that¿s comfortable, they will allow 2 minutes for the controller to ¿figure out what he wants to keep it at.¿ they mentioned that every time they do this, they have to go back and reset everything, and that it is like the device is losing its memory. The patient stated that the issues began around the end of january or beginning of february but have gotten worse over the last couple of days. The patient was redirected to follow-up with their healthcare provider regarding the programming issues.